Event description:
It was reported that the large needle driver instrument did not work. No other information was provided. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering observed the main tube to have a section just below the midpoint with material removed on one side of the tube. The damaged area is 1.6" long and .150" wide and parallel to tube axis. The surface finish is rough due to the glass fibers being exposed. Based on the location and appearance, the damage may have been caused by a cannula accessory. Additional investigation is underway regarding the cannula accessories. No other damage was found. A follow-up MDR will be submitted if additional information is received. No other damage found.